Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3347 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("in 2013, she had essure coils placed and an endometrial ablation performed." In 2013). The patient had a medical history of abdominal bloating, obesity, dyspareunia, parity 3, multi gravida, pelvic pain, pelvic adhesions, hemorrhagic cyst, clot blood and ovarian cyst. In 2013, the patient had essure inserted. On (B)(6) 2020, 3366 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy, pelvic adhesiolysis, and diagnostic laparoscopy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted previously date of implant was (B)(6) 2020 and as per medical record the date of implant was 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.427 kg/sqm. [Pathology test] on (B)(6) 2020: diagnosis: bilateral fallopian tubes (bilateral salpingectomy): completely transected fallopian tubes. Essure coils grossly identified. Right ovarian cyst wall (excision): blood clot with attached ovarian parenchyma, suggestive of a hemorrhagic cyst negative for malignancy clinical history: pelvic adhesions, pelvic pain. Specimen(s) received: bilateral fallopian tube with essure coils; right ovarian cyst wall. Gross description: the larger segment shows the lumen partially occupied by a segment of coiled gray metal, 0.8 cm in length and 0.2 cm in maximum diameter. There is an irregular fragment of pink-tan fibrous tissue surrounding a coiled segment of gray metal, 2.5 x0.5x0.3.cm. There is a 1.5 x 0.8 x 0.2 cm portion of fimbriated material identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporter and patient information, medical history, lab data, indication, drug removal date, event onset date, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3347 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.